Event description:
The mira-I cs retractor body was being demonstrated to a surgeon in a nonsterile environment. The sales representative discovered a flaw in the retractor body that will need replacing. The screw that enables the blade to widen on the right blade is coming all of the way out of the retractor. It is supposed to have a "stop" point, but it appears as though it has been damaged and was not functioning properly.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).